Event description:
A remstar pro c-flex+ device was returned to third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the device evaluation, the service technician noted foam particles inside the blower kit. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.